Event description:
During an atrial fibrillation procedure, an air leak was noted. The sheath was inserted into the patient and a non abbott (lasso, johnson & johnson) catheter was inserted into the sheath. When attempting to flush, air was aspirated. Attempts to aspirate the air was performed several times with no resolution. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak remains unknown.